Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the donuts were not complete and the washer did not cut. The staples were formed. A leak test was performed and the anastomosis was good. The case was completed with no patient consequence. The device was discarded.